Event description:
We received a report that an intraocular lens(iol) was removed and replaced within the same procedure as the haptic broke while inserting the lens into the patient's eye. To remove the iol the original incision was enlarged. It was also reported in the initial report that the lens insertion was completed.

Manufacturer narrative:
Correction: date of event: (B)(6) 2013. Haptic broke off during rotating for lens positioning. Suture was used. Another lens was placed at the time of surgery. Lens was of the same diopter (24.5) and same model (za9003). Implant date: (B)(6) 2013. Explant dated: (B)(6) 2013. Concomitant product: emerald cartridge model emeraldc30, lot cm01565. (B)(6). (B)(4). Additional information: sex: female age at time of event: (B)(6) years old the procedure was performed on the patient's left eye. (B)(4). A review of the manufacturing records showed no deviations or nonconformities. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. A review of the process and/or material change does not show a change in manufacturing method, inspections or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Patient date of birth was requested but not provided. Patient gender was requested but not provided. Initial reporter contact information was requested but not provided. The reported event was provided to amo by (B)(6). Health professional status and occupation fields are unknown. (B)(4) - removal and replacement of intraocular lens. Placeholder.